Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had a pretty bad fall in (B)(6) of 2020 and broke both of their wrists and the wire for their bladder stimulator was broken but patient had to get their wrists taken care of first with 5 wrist surgeries. Patient said there was something wrong with their interstim and when they saw doctor they found out the wire was broken and the doctor replaced the stimulator in (B)(6) of 2021. The patient was redirected to their healthcare provider to further address the issue.